Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the single port (sp) monopolar curved scissors (mcs) instrument did not follow the surgeons commands. There was non intuitive motion. The procedure was completed with no reported injury.